Manufacturer narrative:
Manufacturer's investigation conclusion incidental finding: bent ¿ backup battery pin. The reported event of low voltage alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (18apr23 ¿ 19apr23, 1jan2000 per timestamp). Starting 18apr23 at 20:13:28 to 19apr23 at 13:33:19, while connected to both mobile power unit (mpu) and battery power, intermittent power cable disconnect and low voltage alarms were active due to rsoc invalid faults. The faults were associated with both power cables being outside the expected voltage threshold. The alarms were not associated with a power source exchange and resolved shortly after each time. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing. The resistance of the wires in the power cables were individually measured and raised resistances were observed on most of the underlying wires. The cable jackets were removed, and fluid ingress was found; however, there was no damage to the underlying wires. Despite the wire fatigue and fluid ingress, the system controller was able to operate a pump without issue for extended operation. No alarms were reproduced. A root cause for the reported event was unable to be conclusively determined; however, the observed wire fatigue within the controller¿s power cables could have caused the event to occur. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had numerous low voltage alarms. The controller was exchanged. The alarms were thought to be caused by power connection issues.